Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an aortic valve stenosis test and diagnosis. Immediately after the physician inserted that catheter into the patient's anatomy, it was observed that the resolution of the image was poor and appeared to be grainy. The physician reconnected the catheter, swiftlink cable and the ultrasound system but the issue was not improved. A new catheter was reinserted into the patient and the reported issue was resolved. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).